Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an ear, nose, throat procedure. The needle and thread separated from each other while being passed through tissue. Two new sutures were opened, but the same issue occurred. To complete the procedure, a new device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.